Manufacturer narrative:
Patient codes: 2199 labeled na device codes: 1528 labeled 1494 labeled 2017 labeled internal file number -(B)(4).: during processing of this complaint, attempts were made to obtain complete event, patient and device information. Device code 1494 - incorrect anatomy device code 2017- failure to follow steps/instructions the device was not returned for evaluation. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history identified no similar incidents from this lot. It should be noted the perclose proglide instructions for use, states: remove the guide wire before the exit port crosses the skin line. It also states: the perclose proglide smc system is indicated for the percutaneous delivery of suture for closing the common femoral artery access sites. The investigation determined the reported difficulties and treatment appear to be related to circumstances of the procedure. Based on the information reviewed, there is no indication of a product quality issue with respect to manufacture, design or labeling of the device. G9: exemption number e2019001 permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period.

Event description:
It was reported that an arteriotomy closure at the left side bifurcation of the superficial femoral artery and profunda femoral artery was attempted using a proglide device with a 6f sheath after a left carotid stenting interventional procedure. Reportedly, the guide wire was not removed prior to deployment of the proglide device. Resistance was encountered during removal as the suture got caught with the guide wire. The physician did not feel comfortable removing the device; therefore, the patient was sent to the operating room. The surgeon was able to remove the proglide device without requiring intervention. No trauma was caused to the patient and no vessel repair was needed as both foot plates were above the vessel when the resistance was noted. Manual arterial compression was applied to achieve hemostasis. There was no adverse patient sequela and no reported clinically significant delay in the procedure or therapy. Blood flow in the carotid artery was significantly improved. No additional information was provided.